Manufacturer narrative:
The event has been investigated and a design change implemented to assure the device functions properly. Additional attention notice to heighten the user's awareness to use the device correctly will be provided to distributors for the update of existing product in stock. All device eval info is being translated from (B)(4) to english for your review. The translated device eval info will be included in a follow-up form FDA 3500a, which will be submitted by (B)(4) 2013.

Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. The complaint reported that she felt something hit her tooth and land at the back of her tongue while using the ez breathe atomizer with the "asthanefrin" inhalation solution. She removed the washer from her mouth. The customer was contacted and reported that she did not suffer any harm or require any medical interventions.